Event description:
The lead was capped.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. A lead tip stiffness test was found to be within specification.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead perforated through the pericardial sac to the chest wall. The patient complained of chest pain and was rushed to the hospital. CT scan revealed the lead had perforated. Device interrogation revealed no capture at highest outputs, low sensing and an increase in impedances. The lead was explanted.